Event description:
It was reported that after approximately one month of intra-aortic balloon (iab) therapy, the nurse noticed frothy blood in the gas chamber of the cardiosave intra-aortic balloon pump (iabp). The insertion was reported to be axillary, which is not the method described in the device instructions for use. There were no alarms noted on the iabp, but it was immediately placed in stand-by. A new iab was inserted to continue therapy. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).